Event description:
Event description guidant received information that the patient was found unconscious during the night. An interrogation of the implantable cardioverter defibrillator (ICD) the following day noted an mol2 battery status and low atrial and ventricular lead impedance measurements. Review of the episode detail information noted shorted messages and an av07 fault code. The ICD was removed. It was further reported that during the removal procedure, the ICD displayed some interrogation problems and a visual examination of the ventricular lead showed the insulation was damaged.